Event description:
The user facility reported to (B)(4) cardiovascular that the tubing connected to the inlet port of the centrifugal pump slipped off on two occasions. The first disconnect occurred prior to cardiopulmonary bypass surgery, and the second occurred during cardiopulmonary bypass surgery. The tubing was reconnected; there was 900-1000ccs of blood loss, and the patient needed to be transfused. The surgery was completed successfully.

Manufacturer narrative:
(B)(4) has not received the actual device and will be submitting a follow-up report when more information becomes available.